Event description:
The patient reported that the keypad buttons were becoming more unresponsive to button presses. The patient also indicated that she wears the pump exterior to garment and that she does not clean the pump. The patient also stated that there was no trauma to the pump and that she does not expose the pump to water.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all of the keypad buttons were intermittently responsive. There was evidence of adhesive found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.